Event description:
Complainant alleged that while monitor a patient, the device inappropriately shut down. Complainant indicated they don't know which of the nine devices they own was the one involved. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.